Event description:
The tip of retractor broke off.

Manufacturer narrative:
Additional narrative: although distributed by depuy orthopaedics, is designed, manufactured and labeled by the manufacturing supplier. The decision as to FDA reporting, investigation, root cause and corrective action is the responsibility of the designing supplier of this item as per the supplier agreement. The product/information will be transferred to the supplier with the complainant problem statement for investigation. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A depuy (B)(4) two-year complaint database search by product code found no prior reports for this product code for tips breaking. Based on the inability to determine a root cause, a need for corrective action is not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.